Event description:
On (B)(6) 2024, a patient underwent a dialysis catheter placement procedure using a glidepath catheter. On (B)(6) 2024, during a dialysis session, it was observed that there was no blood return through the catheter. Reportedly, the physician removed the reportedly defective catheter and replaced it with a new catheter, and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 19 cm glidepath d/l catheter was returned with the blue luer clamp engaged and the red luer clamp disengaged for sample evaluations. Visual, microscopic, tactile and functional were performed. Some deformation was noted on the catheter body, proximal to the taper sleeve it appeared to be a clamp mark/pinch. A kink was noted on the distal portion of the catheter body. Upon infusion, strong resistance was felt, and no water was noted to exit the distal end of the catheter. Another attempt was performed and was unsuccessful as no water exited the distal end of the catheter; resistance was still felt upon infusion. Therefore, the investigation is confirmed for the reported suction issue and identified deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.